Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during the lobectomy, there was significant bleeding when the product was applied at the time of transection of the pulmonary artery. Medical measures was taken to stop bleeding. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The patient had undergone chemotherapy or radiation treatments. Patient status: alive - no injury. Patient medical history: lung cancer.